Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Additionally, it was reported that the battery gauge was fluctuating which resulted in the pump shutting down. A supply change was performed resolving the occlusions and the customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 350 mg/dl.